Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: product ID: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 31-oct-2021, serial#: (B)(4), UDI #: (B)(4), available for evaluation: no, mfg date: 20-oct-2020, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power / charge when connected to the controller. It was also stated that the controller had a loose component as there was a missing pin on the battery power port of the controller. The battery and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (con412358) and one (1) battery (bat905009) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files revealed an instance on 14/nov/2021 at 08:46:02 between the controller and an additional battery, where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. Visual inspection of the controller revealed contamination within both power ports and the serial port. Additionally, a visual inspection revealed a crack on the corner of the controller housing near the serial port. An internal inspection did not reveal evidence of fluid ingress. These are additional findings not related to the reported event. The additional battery was lubricated prior to release. The most likely root cause of the observed communication error can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. The most likely root cause of the observed contamination within the controller connectors event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Failure analysis of the returned controller, as well as visual evidence provided by the site, revealed a broken pin within power port one (1); the pin was broken, resulting in a missing a portion of the broken pin. It is likely the broken pin was perceived as the reported "missing pin". Failure analysis of the returned battery revealed the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to a disabled charge and discharge field-effective transistors (fets) as well as an enabled control fet. These observations are due to a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. The battery regained functionality after the flag was cleared. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported inability of the battery to charge and provide p ower to the controller has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Based on an investigation conducted under CAPA pr00384004, the root cause of broken socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: d4: serial #: (b)(46. D9: yes, return date: 21-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.